Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report.root cause:the probable cause of the reported issue of a broken door handle was not identified during the customer call. The customer requested an rga number from the com department to send the unit in for warranty repair. Tech support provided assistance with part number 49000923 ¿ door latch kit, 8100bd.per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that 8100 door handle is broken. There was no patient involvement.